Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up with an inappropriate at/af episode, far r-wave oversensing was observed. Programming changes were suggested.

Event description:
New information received states that the programming changes were made. The patient did not experience any adverse consequences.